Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose levels. On (B)(6) 2015 the customer started to have high blood glucose levels but on (B)(6) 2015 the customer contacted her healthcare provider who advised her to change the infusion set. The customer found the infusion set had a bent cannula. The customer's blood glucose level did not come down quick enough and she passed out. The customer went to the emergency room with a blood glucose level of 600 mg/dl. She was also dehydrated. The customer was administered insulin drip and fluids. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.